Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to carbon monoxide poisoning. The customer's last known blood glucose reading was reported as -1 mg/dl. The mother stated that the customer was wearing the insulin pump at the time of death. The mother will not be returning the insulin pump for analysis as she has decided to donate it. Nothing further was reported.